Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the footswitch was stuck" (sticking). The nurse reported the footswitch was stuck in the diathermy mode. The footswitch was replaced and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The facility did not request service for the system. The customer is returning the footswitch in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).